Event description:
The patient (pt) reported they tried to increase their programming after they woke up, but they were not able to increase their setting.  They confirmed they could decrease, but couldn't increase.  They noted the controller said "settings not available".  The pt confirmed everything was working fine until that morning.  They were redirected to their doctor (hcp).  The manufacturer representative (rep) called in later that same day reporting the controller showed "therapy increase not available".  The pt used to be able to increase above 4ma, but now they were stuck at 3.7ma.  The rep was not aware of any trauma, falls, accidents at the time of the report.  Technical services reviewed with the rep that there might be a system issue and advised the rep to check impedances in different body positions.  No symptoms reported. Additional information was received from a manufacturer representative (rep). The rep met with the patient on july 18, 2025. Per the appointment notes, one contact was found to be high and it was programmed around that contact. The patient denies any factors that may have contributed to the issue, and the hcp said the cause was unknown. Basic programming was performed and the patient now has good coverage. It was noted that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported both leads were replaced on (B)(6) 2025. Lead was accidently cut therefore settings not available was seen. Issue has been resolved; customer was asked to return leads.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that caller stated patient was seen today and is still receiving the same message and can't increase stim. Caller mentioned the issue started 2-3 weeks after implant despite patient being directed by the hcp to not bend/twist and they had an abdominal binder on. Therefore, caller was unclear how the lead could have been damaged under those restrictions in such a short period of time. Caller and their colleague had seen patient at some point and only 2 contacts had impedance issues and now several contacts are out. Caller reviewed impedances from implant which showed all green and were in the low 1000s ohms. Caller checked impedances today and provided the following (caller confirmed various reference electrodes): 8-15 port impedances are good. When patient was standing/sitting, check connectivity with 0-7 port shows 0, 1 are green but the rest are red. Electrode impedance check confirmed that 0, 1, 5 and 7 are good but 2, 3, 4, 5 and 6 are out. When patient was lying down, check connectivity showed all 0-7 contacts as red. Electrode impedance check confirmed that 0, 1 and 5 are good but the rest are red. Caller stated imaging was done but nothing of note was seen. Caller stated patient will be scheduled for replacement at the end of november. Tss reviewed intra-op troubleshooting including swapping leads in ins ports and testing 0-7 lead in the wens. Tss reviewed that it is unlikely the issue is with the ins and more likely with the lead and intra-op testing will help determine the problematic component. Tss reviewed it is up to the hcp as to if they want to replace lead and/or ins, depending on the troubleshooting results.